Event description:
Information was received from a patient (pt) regarding an external device. Pt unable to provide due to the battery pack breaking and getting stuck inside of the controller compartment. The reason for call was due to controller issues. Pt reported that they previously charged the ins, and then plugged the controller into the ac power supply. Pt reported when they unplugged the controller from the ac power supply, they noticed the controller screen would not power on. Pt stated they called and spoke w/ the mdt rep on saturday and was instructed to do a controller reset. Pt stated when they did the reset, the battery case separated and they could see the internal components of the li-battery pack. Pt stated they pushed the pack back together and the controller seemed to light up, but the controller kept powering off. Pt stated when they try to charge w/ the broken equipment, they will see looking for a device before the screen gets stuck on the insert battery pack into controller screen, despite them using the li-battery pack. Pt noted they also spoke to a mdt rep today before calling ps. Pt was unable to remove the broken battery pack piece from the controller, so pss is replacing both equipment (controller + battery pack). An email was sent to the repair department to replace the device. Pt noted during the call that they have arthritis in their hand, but pss was under the impression that this was unrelated to the device or therapy. No symptoms or patient complications were reported. Additional information was received. It was reported that they were trying to pair the new controller, but every time they plugged in the recharger (rtm), they would just see that the controller could not locate the ins. Pt plugged in the rtm during the call and saw the select your device screen. Pt was then able to finish pairing controller. Pt started a recharging session, mentioned sometimes they had the hardest time finding the ins, and then reported recharging excellent (controller 100%, ins red). Charging information was reviewed and that the controller seemed to be working like normal now.

Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed main board replace d due to t17010 usb failure. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.